Event description:
It was reported that an ilet user experienced dexcom g7 continuous glucose monitor (cgm) signal loss with a brief sensor issue alert while the user was lying down, after a pump reset; support guided the user to toggle cgm model settings and restart the ilet, after which the sensor paired and readings resumed, consistent with an intermittent communication failure involving the cgm radio path and antenna. No adverse clinical symptoms reported. Outcomes included insufficient information to characterize impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication issue between devices, with involvement of the electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.